Manufacturer narrative:
One sample and photo received by our quality team for investigation. Through visual inspection, foreign matter can be observed on the hub. The foreign substance is identified as silicone. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with siliconization system. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
No additional information.

Event description:
It was reported that the bd needle precisionglide 18x1-1/2in had foreign matter. The following information was provided by the initial reporter translated from portuguese to english: I hereby inform you about the occurrence of the product. - needle 1.20x 40 mm reason: dirt on the cannon. Val: 08/28. Lot: 3200761. Tax note number: 155687. Additional information received - could you send photo samples related to this event? Yes. - was the reported incident noticed before or during use on the patient? During use. - is there any impact on the patient? If yes, please explain in detail? No. - for sample collection and replacement, please inform customer shared information and added in attachments - could you provide the anvisa report number? 2024.07.002600 - date of occurrence? (B)(6). - quantity affected? One unit.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.